Event description:
It was reported by service report that the footboard and motion interrupt pan were damaged. It is unknown if there was patient involvement or adverse consequences occurred.

Manufacturer narrative:
Results: damaged motion interrupt pan. Damaged footboard panel.